Event description:
Attorney alleges the patient died as a "result of defect" in the sprint fidelis lead. It is further alleged that the patient had "sustained amd will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." The manufacturer's represenstative stated that he recalled this patient coming in to the trauma room nearly unresponsive and gray. "The device had not shocked the patient as he was in and out of vt and an erratic rhythm that wasn't fast enough for the device to shock. Device was working properly." He further reported the patient had a bad ejection fraction and was in bad shape due to alcohol and drug abuse. He recalls the family telling him that the patient was "detoxing himself" without professional help. The rep could not confirm the attorney's allegation about the date of death.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been requested but has not been received.